Manufacturer narrative:
Device received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the damage to the pump. The customer¿s blood glucose level was unknown. The customer stated the belt clip broke and the insulin pump fell. The troubleshooting was performed and insulin pump will be returned for analysis.